Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 4:00 pm the laboratory result was 10 inr. At 4:30 pm the meter result was 6.4 inr. At 4:33 pm the meter result was >8.0 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory results were deemed to be correct. There was no allegation of an adverse event. The customer stated that their warfarin dosage is irregular. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, has had no changes in diet or medication, and no bleeding or bruising that was required medical treatment. The customer is taking plavix. The customer's meter and test strips were returned. Replacement products were sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred the investigation is currently ongoing.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.4 inr, qc 2: 3.3 inr , qc 3: 3.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.8 - 4.2 inr). All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.